Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: the complaint of a line in the display could not be confirmed or duplicated on investigation. The pump powered on to a clear, legible display with no evidence of any lines. The pump casing was opened and no internal defects were found to the display components. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact the patients ability to see the screen and deliver the correct amount of insulin. There was no indication that the product caused or contributed to an adverse event.